Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant hematocrit result on an 66 year old female patient with chest pain. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method, date collected, tested, hct(%pcv), hgb(g/dl): sysmex, (B)(6) 2024, ni, ni, ni, 7.5; I-stat, (B)(6) 2024, 14:50, 14:52, 40, 13.6; I-stat, (B)(6) 2024, 16:10, 16:12, 25, 8.5; I-stat, (B)(6) 2024, 18:07, 19:09, 25, 8.5. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-aug-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing for lot n24045a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. Returned cartridge testing for lot n24045a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure, except for partial pressure of oxygen (po2) points outside total allowable error (ea) in whole blood (wb); however this was shown to be as a result of sample handling and not product performance.